Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the patient/layperson complained that his one touch ultramini meter would not turn on at 7:00 a.m on (B) (6) 2010. The patient took his usual dose of oral diabetes medication. Twenty four hours later, the patient allegedly was lethargic and shaky. The patient received no treatment or self treatment. The meter reportedly turned on with the power button but not when a test strip was inserted. Because, the patient alleged he became shaky, a symptom that can be associated with low blood glucose, after the issue began, the complaint is reported. The cca replaced meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.